Event description:
In 2008, the patient was treated for a right greater saphenous vein closure. Seven days after the surgery the patient was admitted to the hospital and treated for pulmonary embolism (pe).

Manufacturer narrative:
Dr. Stated that the case was completed with nothing abnormal noted before, during or immediately after treatment. During a patient follow up dated, 2008, the patient's condition had improved. Pulmonary embolism is a recognized complication of endovenous ablation and is addressed in the product caused or contributed to the reported event.